Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the battery compartment. As indicated, this device has been identified as part of a product recall. No information was provided; therefore, the box was left blank. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that there was a "corroded battery compartment". This is not a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.